Event description:
Revision of knee components approx three years post operatively due to tibial loosening. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
Returned devices are currently undergoing eval.